Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: all channels cfu: 5 cfu. Bacterial identification: niallia taxi, peribacillus sp, psychrobacillus sp cfu: 1 cfu bacterial identification: bacillus species. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The device was evaluated where an additional potential adverse event was confirmed where: right/left (r/l) knob had foreign objects up/down (u/d) knob had foreign objects jet tube (j-tube) had foreign objects. Distal cover (c-cover) has foreign objects. Adhesive on bending section cover (a-rubber) had foreign objects connecting tube had foreign objects. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for an unknown colony forming units (cfus) of clostridium. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.